Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, the physician experienced difficulty removing the right ventricular (rv) lead from the device header. A possible setscrew issue was suspected. Ultimately, the lead was surgically abandoned due to damage to the insulation on the pace sense portion of the lead. No adverse patient effects were reported.